Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. The customer's report was duplicated and attributed to the multifuntion cable. The multifunction cable was replaced to relove the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.